Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0260 in mandrel . Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F , as found condition: the pipeline vantage was returned within the phenom 27 catheter; within the inner pouch; inside of a sealed bi o-hazard bag and a shipping box. , damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. However, the middle section of the braid was fully opened with no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with no issues. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen, and tip with no issues. Conclusion: based on the returned devices, the customer report of "failure to open at the middle" was not confirmed as the middle of the braid was fully opened. However, the distal and proximal ends of the braid were fully opened and frayed. The damage to the ends of the braid is possibly the results of the physician re-sheathing the device more than recommended two times. The cause for failure to open could not be determined. Possible causes for failure to open include damaged braid and severe vessel tortuosity. No issue was found with the returned catheter. Ls 2023-04-19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open in the middle. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular right internal carotid artery (ica) ophthalmic segment aneurysm. The aneurysm max diameter was 2mm and the neck diameter was 1.5mm. Vessel tortuosity was severe. Dual antiplatelet treatment was not administered. It was reported that during the procedure, an attempt was made for more than 5 minutes to open the middle segment of the the device in its middle segment with multiple maneuvers and failed to open. It was noted that the pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when the failure to open occurred. The pipeline was resheathed more than 2 times. There were no additional steps or devices used to open the pipeline. The pipeline was resheathed, removed with the microcatheter, and a replacement pipeline was used to complete the procedure. There was no harm or injury to the patient. The event did not prolong the patient's hospitalization. No additional medical or surgical intervention was need to prevent permanent impairment. Ancillary device: phenom 27 micro catheter (lot: 224982600)